Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After a 3.0mm x 38mm synergy drug-eluting stent was placed, a 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, during third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a longitudinal tear 10mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After a 3.0mm x 38mm synergy drug-eluting stent was placed, a 3.00mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, during third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.